Manufacturer narrative:
Batch record review of reported lot and chemistry eval of retained sample were performed. No deviations were noted. Product was within specs.

Event description:
A mother reported her daughter experienced a pseudomonas corneal ulcer, resulting in a corneal scar and permanent decrease in visual acuity in the left eye following the use of complete moistureplus. The events began in 2007 with redness, tearing and what looked like "pink eye" in the left eye only. She saw her eyecare professional the next day and was referred to an ophthalmologist. A culture was reportedly performed and found to be positive for pseudomonas. She was treated with bactricin ointment and vigamox (moxifoxacin) for two weeks. The reporter indicated that the ulcer "covered her pupil", resulted in scarring and decreased visual acuity. The pt had not been able to attend school during this event. The pt wears acuvue oasys with hydraclear lenses since 2006. Chemistry analysis of a retained sample was within product specs. Batch record review provided no explanation for the pt's event. Add'l info was requested but not rec'd.